Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received. (B)(4).

Event description:
A hospital reported that the footswitch stopped working during surgery. The staff swapped the footswitch to another system, but the fault still occurred. Once the footswitch was re-connected, the settings were reset to 0 issuing a system message. The settings were defaulted to 0. Surgery was completed. Pt impact is unk. Additional information has been requested but not received.